Event description:
In (B)(6) 2007, I had essure done in my dr's office. After about a yr, I began to experience severe back pain, vaginal discharge and constant bacteria vaginosis, bleeding, extreme fatigue and headaches. Over the course of three yrs, these symptoms have worsened, I had none of these symptoms prior to essure. My doctor has tried everything to alleviate the pain. The only solution is that all of this began when I had essure done. I am currently saving to have them removed so that I can get my life back. The cost is (B)(6)which is a lot. I was never told that these side effects were associated with essure. I am telling everyone that asks me, not to get it done until they do more research.